Event description:
Healthcare professional reported rupture found during explant surgery. This record is for right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture found during explant surgery. The device has been explanted. The device has been identified as a non-abbvie implant.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9.